Event description:
It was reported that sometime post port placement, the device was allegedly cracked. A new catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that sometime post port placement, the device was allegedly cracked. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp implantable port attached to a groshong catheter in two segments were returned for evaluation. The investigation is confirmed for the reported catheter fracture and identified material separation, deformation and wear issues as a complete circumferential break was noted on the distal end of the catheter that was elliptical in shape. The surface of the break was rounded in one region and granular in the other region. A c-shaped break with smooth edge was noted on the proximal end of the distal catheter segment. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.